Manufacturer narrative:
After further review of the complaint, it was determined this event is a duplicate submission. Please reference MFR report number 2032227-2016-17405.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was in a car accident last friday; her blood glucose was 35 mg/dl when she crashed her car into a ditch. No further details were provided regarding the incident, and no products were returned or replaced.